Manufacturer narrative:
The field service engineer (fse) found crystallization in the reference electrode area. The fse replaced the o-ring on the acrylic block and the reference acrylic block, primed the reagent and performed an ise check with no issues. The customer ran calibration and qc with acceptable results. The customer repeated "several" patient samples tested for sodium and the results were "normal." The customer has had no further issues. Calibration was last performed on (B)(6) 2022; calibration alarms were present. Qc data was provided for sodium and was acceptable. There was no indication of a performance issue of the reagent. Abnormal sample aspiration and abnormal probe sucking alarms were observed on the alarm trace data. These alarms are an indication of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for sodium (na) and chloride (cl) on a cobas 6000 c (501) module. Patient 1 initial na result was 156 mmol/l. The sample was repeated 3 times with na results of 137 mmol/l, 51 mmol/l and 138 mmol/l. The result of 138 mmol/l was believed to be correct. Patient 2 initial na result was 124 mmol/l and the initial cl result was 89.4 mmol/l. The sample was repeated twice with na results of 37 mmol/l and 140 mmol/l and cl results of 129.6 mmol/l and 101.2 mmol/l. The na result of 140 mmol/l and the cl result of 101.2 mmol/l were believed to be correct. Patient 3 initial na result was 130 mmol/l. The repeat result was 183 mmol/l. No questionable results were reported outside of the laboratory. The customer repeated the samples as they noticed erratic results. No electrode lot numbers with expiration dates were provided.